Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off-necrosis during an endoscopic ultrasound (eus) gastroscopy procedure performed on (B)(6) 2023. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the stent first flange was successfully deployed. The second flange was then deployed in the scope; however, the second flange did not release from the scope. The physician manipulated the axios device in an attempt to release the stent from the scope; however, the stent fully deployed in the esophagus. The stent was removed using a foreign body retriever and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.